Event description:
The catheter was obstructed. It was repaired on (B)(6) 2012. The patient was seen (B)(6) 2012 for a post-op visit. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID, 8590-1 lot# n215387, implanted: 2009 (B)(6), product type accessory. (B)(4).